Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure to treat ischemic ventricular tachycardia, the patient's rhythm changed from clinical ventricular tachycardia to non-clinical ventricular tachycardia during a radiofrequency (rf) ablation. After a subsequent radiofrequency lesion was initiated while the patient was in a paced rhythm, the patient went into ventricular tachycardia (vt). Patient become hemodynamically unstable during vt and cardioversion was performed. The procedure was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: imagee files were returned and analyzed. Three image files were reviewed and it was concluded there was asynchronous pacing happening and monomorphic vt was induced. In conclusion, the reported clinical issue, ventricular tachycardia (vt) was observed through analysis. They physical product was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.